Event description:
It was reported that there was an abandoned lead in the patient from 'some time ago.' At the time of report, the patient was in surgery to add a new implantable neurostimulator(ins) and the health care provider wanted to place the new lead next to the abandoned lead because he 'didn't feel they would be able to remove the old lead.' It was also stated the old lead was 'believed' to be broken. No further information was known at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient experienced a shocking sensation. The patient felt more pain last week. It was discovered that her lead broke. Her total device system was replaced. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
.